Event description:
It was reported that the patient was not able to adjust the stimulation of the implantable neurostimulator. It was noted that the "device was powered off." Troubleshooting was performed and the reported issue was resolved. No further details or patient symptoms were reported.

Manufacturer narrative:
Lead: model 3093, lot# v381109, implanted: 2010 (B)(6), explanted: na. Programmer: model 3037, lot# njd100316n.